Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently under way. The catalog number identified has not been cleared in the us, but is similar to the ostycut disposable bone biopsy needle products that are cleared in the us. The pro code and 510 k number for the ostycut disposable bone biopsy needle products are identified, respectively. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the hub allegedly detached from the needle during use. It was further reported that the detached needle segment was removed from the patient with pliers. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No manufacturing anomalies or changes which may have caused or contributed to the reported event have been identified. Investigation summary: an ostycut biopsy needle was returned for evaluation. The biopsy cannula, the inner stylet and the obturator were returned. Based on the sample returned the reported detachment of the biopsy cannula from the hub could be confirmed. The condition of the cannula also matches the event information that the detached cannula was removed from the patient by pliers. Considerable residues of adhesive were identified at the hub. No indication for a manufacturing related cause could be found. Based on the information available and the evaluation of the sample returned a definitive root cause for the reported problem could not be determined. Labeling review: in reviewing the relevant labeling for this product it was found that the instructions for use (IFU) sufficiently describe the correct application of the product. In section 'method of use' the IFU states that puncture is carried out using the two-part ostycut® needle, which consists of an outer cannula with an eccentric bevel at the tip and a trocar-type stylet. The tip of the stylet is to be fixated to the bone surface, clockwise rotation should be applied and the cannula and stylet should be inserted as a single unit to the inside of the bone. Care should be taken to retain the biopsy material in the cannula. The cannula should be withdrawled from the puncture site by applying counterclockwise rotation and traction. In case the ostycut® disposable bone biopsy needle cannula cannot be removed smoothly from the punctured bone area, it should not be attempted to remove the ostycut® disposable bone biopsy needle cannula by oscillating movement of the cannula. The bone biopsy cannula should be removed from the punctured bone area by simultaneously applying counter-clockwise rotation and traction.

Event description:
It was reported that the hub allegedly detached from the needle during use. It was further reported that the detached needle segment was removed from the patient with pliers. There was no reported patient injury.